Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient incorrectly inserted the cannula on (B)(6) 2025 the blood glucose level was 400 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6010633 have already been previously tested in the (B)(4) on 17-jun- 2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010633 was manufactured according to the wi version 75 and packaging in the line 5/machine l158, on 05/dec/2024, with a total of (B)(4) units. Trending: a query was run in database on 19/jun/2025 against malfunction code incorrect insertion of the soft cannula and lot 6010633 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, one other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.